Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose levels in the range of 400- 500 mg/dl. The customer stated that bent cannula was the reason of high blood glucose level. Troubleshooting was performed and the customer was asked to discontinue the use of insulin pump and revert to back up plan. The product will return for analysis.